Event description:
It was reported that the patient was expected to undergo a revision of the artificial urinary sphincter. The patient had bulging skin on the abdomen due to the superficialization of artificial sphincter pipes and connections, causing discomfort and risk of erosion and loss of artificial sphincter.